Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The patient visited the clinic for medical attention. The physician treated the patient with 2 doses of antibiotics and cleaned the wound from the residual pus. The infection has healed after 2 weeks and the patient is doing fine.

Event description:
Senseonics was made aware of an incident where the patient developed infection at the insertion site. The insertion site got heavily inflamed. The patient visited hcp who prescribed antibiotics. Physician had to open incision again because the wound was filled with pus. He squeezed pus out and injected additional antibiotics into the wound. After 2 weeks the wound was fully healed.